Event description:
Patient was scheduled to undergo therapeutic endoscopic retrograde cholangio-pancreatography but had to be cancelled after receiving general anesthesia and received stenting the next day. Per the customer, the procedure was not elective; the patient was "somewhat critical", had cancer with a blockage. No further patient harm reported.